Event description:
--

Manufacturer narrative:
The device remains implanted pending a replacement procedure. This report will be updated should additional information be received.

Event description:
--

Event description:
Boston scientific received information that this pacemaker had reached end of life (eol) battery status earlier than expected. At the previous follow-up six months ago, the remaining longevity was two years. Today, the device was at eol and automatic capture was at 3.5v. Previous thresholds had been 1.3v. There was concern that the battery had depleted prematurely. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific received additional information that the patient implanted with this pacemaker was pacemaker-dependent and therefore was admitted to the hospital for one night to wait for the device replacement. The device was explanted and replaced with no adverse patient effects reported. The device is expected to be returned for laboratory analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.